Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: lot manufactured between june 25, 2020 to june 29, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water which revealed leakage from the add port weld in back of the bag. Leaks were also observed at the top and bottom right side of the sample from damaged areas. Magnified inspection observed a tear/hole at the add port weld in back of the bag where the leak occurred. Additionally, tear/hole areas at the upper left side of the bag and a tear/hole area at the lower right side of the bag were observed; a weld defect was observed at the top right side of the bag. The reported condition was verified at the weld. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the additive port. This was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.